Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2015 with the following findings: there was evidence of short battery life, a voltage drop and a replace battery alarm observed in black box on 4/27/2015. The pump powered on with the returned battery cap. The battery cap was unable to fully tighten. Unrelated to the original complaint, the battery compartment was cracked observed from thread area to case seal. There was evidence of moisture contamination inside the battery compartment. Current draws were within specifications. A "battery life" event was not duplicated during investigation. The leak test showed a leak at the battery compartment crack. The pump case was removed and no additional moisture was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.